Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 286 (mg/dl) and trace ketones. Water was consumed and an insulin injection delivered to address bg level. Supplies were changed to address the occlusion alarm.

Manufacturer narrative:
Reportedly, customer received multiple intermittent occlusions alarms. Customer's blood glucose ranged from 286-476 mg/dl with moderate ketones. Customer drank large amounts of water and reverted to manual injections for insulin therapy.